Manufacturer narrative:
(B)(4).

Event description:
The patient present in the clinic after receiving therapies. The device was unable to be interrogated and was in back-up mode. The device was explanted and replaced. The patient was in stable condition following procedure.

Manufacturer narrative:
The returned device was tested on the bench after it was returned, and no anomaly was found. Review of the analysis logs revealed a power-on reset occurred during high voltage therapy delivery. The cause of backup vvi could not be determined. A longevity calculation was performed, and the battery depletion was found to be normal based on device usage.